Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited noise that was over-sensed by the device and led to pacing inhibition. The right atrial lead exhibited low pacing impedance. The right atrial lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.